Event description:
"Perclose device deployed. Right tip broke off in artery. Required intervention for arteriotomy repair." Upon further query of the customer, the following information was obtained: the physician attempted an arteriotomy closure using a perclose proglide 6 french device following an unknown diagnostic procedure. It is unknown if fluoroscopy was performed prior to the procedure. The location, size and condition of the vessel are unknown. It was reported the "foot" of the device "broke off" in the artery while the physician was inserting "against resistance." It is unknown if fluoroscopy was done when the resistance was felt. It was reported that "force was used to advance the device." It was also reported the patient went to surgery. However, the type of procedure, anesthesia, and any changes in patient management, including hospitalization, are unknown. At last report, the patient is reported to be "doing well, fine."